Event description:
Patient had stitch wrapping through and through superior to the right urethral orifice from previous surgery noted during cystoscopy. Urology was called in and able to cut the stitch to release it. An ureteroscope was placed and guidewire advanced into the right ureter and then into the upper ureter and renal collecting system and curling in the renal pelvis. The patient had a low kidney that is malrotated as well. A 6 fr. Urethral catheter advanced over the guidewire. Resistance was met at the ureterovesical junction (uvj). The guidewire was left in as a safety wire and a second ureteroscopic pass was made. A second wire was put up and an unsuccessful attempt made to cover over this wire with the scope to see if it could be dilated. The urologist noted the flexible portion of the wire broke when removing the other guidewire. Leaving the fractured end in the distal ureter. Interventional radiology was called for percutaneous nephrostomy tube placement. A foley catheter was placed for drainage and the guidewire was attached to the catheter and coiled there to leave it in place. The patient had emergency nephrostomy tube placed, tube changed 29 days later, and extraction of foreign body (broken guidewire) two weeks later.